Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of field sample equipment a guide wire would not fit through the multi-hole wire guide. Upon inspection of the guide, it was discovered that the end had been damaged and it was pinned shut preventing the guide wire from advancing. Concomitant devices reported: guide wire (part #: 357.399, lot #: unknown, quantity: 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: the following complaint device was received for investigation: one (1) multi hole wire guide (part: 03.037.000 / lot: 9335456). The complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The returned instrument is part of the depuy synthes tfnadvanced (tfna) proximal femoral nailing system. It is one of two multi wire guide holes that assist in the insertion of guide wires during tfna nailing procedures. Using the specifications outlined, the most distal hole should accept a guide wire between 3.25mm and 3.35mm. However, when tested with a 3.25 mm gauge pin, the opening would not accept the gauge pin. The hole only accepted up to a 3.20mm gauge pin, which is below specifications. Upon inspection, it can be seen that the most distal hole is slightly pinned/deformed preventing the instrument from functioning as intended. A review of the current design drawing for the top level drawing for the instrument was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. A device history record review was done for the instrument with no non-conformance reports generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be determined; however, it may have been caused by rough handling of instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.